Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (02/2021).

Event description:
It was reported that during a stent placement, the device allegedly had a dislodgement issue. There was no reported patient contact.

Event description:
It was reported that during a stent placement, the device allegedly had a dislodgement issue. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this was the first complaint reported for this lot number. Per the complaint history review this is the first complaint reported for this product/lot number combination. Investigation summary: the sample was not returned for evaluation. The investigation is inconclusive for the dislodgement issue reported. The definitive root cause for the reported dislodgement issue could not be determined based upon available information. Labeling review: the instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.